Event description:
After review of the medical records the patient was revised to address hip pain, soreness, elevated metal ions, loosening of the cemented stem and articulation of mom with asr cup. Operative note reported fluid consistent with metallosis. There was discoloration to the tissue in the capsule, some necrotic tissue adjacent to capsule and femur.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update 15-sep-2022. No device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. H10 additional narrative: added: a2 (age), b5, b7, d10, e1 (initial reporter facility name) and h6 (clinical codes) .corrected: a1, d1 and d4 (catalog).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation record received. Litigation alleges pain, elevated metal ions, metallosis, loose femoral stem and mom acetabular articulation. Doi: (B)(6) 2008. Dor: (B)(6) 2011. (Right hip). Please see (B)(4) for the second revision.